Manufacturer narrative:
Unit had unresponsive button due to corroded keypad trace. No button error alarms occurred. Found moisture damage on the lcd board. Cracked case all corners of display window, crack on reservoir tube lip, cracked battery tube threads, and scratched display window were noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump had button error alarm and keypad anomaly. The blood glucose at the time of the incident was unknown. Troubleshooting was not performed. The device was returned for analysis.